Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rhino-laryngofiberscope was not properly reprocessed after use, it was left sitting in the disinfectant solution for 16 plus hours. The event occurred during reprocessing. There were no reports of patient involvement.